Event description:
Dexcom was made aware on 08/04/2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation, infection site on the needle puncture site and green around insertion, which occurred one day after the sensor had been inserted in the arm. The patient consulted an hcp (healthcare provider), and they prescribed oral amoxicillin (antibiotic) 3 times a day for 10 days. At the time of the report the patient was in good condition. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).